Manufacturer narrative:
This MDR is the same incident as 1043534-2014-00151. After investigation of the complaint, it could not be determined that the plate was not at fault, therefore, this MDR is being filed retroactively. The complaint history was reviewed and analysis showed no trend for item/lot. The device history record was also reviewed. The product was returned. This is a final report.

Event description:
Allegedly when the doctor began to insert the 3rd screw, the entire plate popped up with 2 screws broken - leaving most of those screws implanted in the patient. The issue was resolved by drilling new holes and using new plates and screws. The surgery time was extended greater than 30 minutes.